Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. "When the surgeon applied pressure to the balloons via the syringes, the balloon ruptured at 285 psi. The patient had no allergy to the contrast media. A new balloon was used to complete the procedure."

Manufacturer narrative:
Additional information: analysis of the returned device shows that the balloon of the ibt is broken in two parts. Visual analysis indicates that the balloon ruptured in two parts. The distal part is like snub. That indicates that the rupture occurs during the withdrawal of the balloon from vb or during the entrance through the cannula during this withdrawal. Based on the information provided, functional and visual analysis the most probable root cause of the balloon rupture in 2 parts can be attributed to a rupture due to a contact with bone splinters during surgery. Depends of the degree of inflation and the duration, the shape of the ruptured balloon was probably uneven and it was probably a clung when it was removed from the vertebral body or to the tip of the cannula when it has to go through to be extracted. The fact that the balloon was clung cause the rupture in two part and the withdrawal shape of the distal part of the balloon.

Manufacturer narrative:
Additional information: analysis of the returned device shows that functional analysis is not more possible due to the fact that the balloon of the ibt is broken in two parts. Visual analysis indicates that the balloon ruptured in two part. The distal part is like snub. That indicates that the rupture occurs during the withdrawal of the balloon from vb or during the entrance through the cannula during this withdrawal. Based on the information provided, functional and visual analysis the most probable root cause of the balloon rupture in 2 parts can be attributed to a rupture due to a contact with bone splinters during surgery. Depends of the degree of inflation and the duration, the shape of the ruptured balloon was probably uneven and it was probably a clung when it was removed from the vertebral body or to the tip of the cannula when it has to go through to be extracted. The fact that the balloon was clung cause the rupture in two part and the withdrawal shape of the distal part of the balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.